Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector end of the lead was returned in one piece for analysis. Final analysis found breach insulation degradation exposing the coil distal to the connector boot. No other anomalies were identified.